Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella ld device for mechanical circulatory support. While on support, the yellow hub of the purge side arm broke off inside the purge tubing. It was also noted that the systemic heparin turned off due to bleeding from site where epicardial pacing leads were removed.

Manufacturer narrative:
The investigation for the reported purge leak issue has been completed. The product was returned, and the issue was not confirmed. The product was returned for review, but no sidearm was returned. It is unknown where the sidearm was damaged. Per the results of the clinical review and investigation, the root cause was unable to be determined. This report is being filed as part of a retrospective review of historical records.